Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Reported events of ¿device dislodgment¿ and ¿failure to capture¿ could not be confirmed. Visual inspection of the device found no anomaly on the helix; the helix length was within specification. Analysis performed, including output verification, found no anomaly contributing to reported event of a capturing problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that there was no low voltage (lv) output on the ventricular leadless pacemaker (vlp). A chest x-ray was performed which revealed the vlp had embolized to the iliac vein. It was suspected that there was a positioning problem with the helix at the time of implant which may have caused it to dislodge. The vlp was explanted and successfully replaced. The patient was stable throughout the procedure.